Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reported that 1.5 months after the dental implant and healing abutment were placed in ada site 30 in the mouth, the implant did not achieve osseointegration in type ii bone. Clinician reports poor bone quantity. The product will be forwarded to the manufacturer for investigation. There were no reported complications.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc

Event description:
The clinician reported that 1.5 months after the dental implant and healing abutment were placed in ada site 30 in the mouth, the implant did not achieve osseointegration in type ii bone. Clinician reports poor bone quantity. The product will be forwarded to the manufacturer for investigation. There were no reported complications. (B)(4)